Manufacturer narrative:
The issue was investigated in detail and based on information from similar cases. The collimator cover is fixated by four screws on two holders, which are part of the collimator. The mounting brackets are produced with steel sheet metal bent to 90° with the addition of four threaded inserts. The housing is mounted to these four threaded inserts. Upon investigation, it was discovered that the sheet metal had been bent two times in opposite directions, thus weakening the piece. As a result, the sub supplier was changed. Furthermore, the design was modified to ensure additional strength of the piece; visual checks were implemented to ensure the piece was neither broken nor bent two times. These mentioned improvements on the brackets have been already introduced by the supplier for collimators used for mobilett elara units, starting with serial number (B)(6) (in combination with collimator serial number (B)(6)). This collimator is used on two system types with different part numbers. Mobilett mira max (10519819), mobilett elara max (11364066). According to the user manual (xpr8-270g.620.03.01.02, page 123), the user must perform a daily check of function and security. If damaged or loose parts are found, the system may not be used until repair was performed. The described issue was resolved at the concerned customer site by siemens local service technician replacing the affected part.

Manufacturer narrative:
Investigation is on-going. In the unlikely event of both mounting brackets breaking off and the collimator becoming completely loose, it would likely be held by the cables. It is described in the operator manual to perform a daily check for damaged or loose parts and have the system repaired if problems are found. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
It was reported that a cover bracket of the mobilett mira max broke off causing the screws attached to the bracket to be free float. The issue was noticed by service personnel while replacing screws on the system. The collimator assembly was replaced on the concerned unit. There are no injuries attributed to this event.